Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_wrench_acc, lot# unknown, product type: accessory. Analysis of the implantable neurostimulator found there was difficulty encountered when attempting to insert a known good lead into the connector port. The bore of the strain relief appeared angled and did not align with the opening in the #0 connector. The setscrew was also backed out too far. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider, via the manufacturer representative, reported that it was impossible to introduce the lead into the implantable neurostimulator (ins) during the procedure. The lead was ¿blocked.¿ it was also impossible to remove the screw. No troubleshooting was done and the ins was never implanted. A new ins was used. No further information was provided. A follow up report will be sent if additional information is received.